Manufacturer narrative:
Subsequent to filing the initial report, update to mfg narrative: the device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical code1888 and health effect - impact code 4613 were removed. Health effect - clinical code 4582 and health effect - impact code 4582 were added.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The reported patient effect of hemorrhage is not listed in the copilot bleedback control valve 0.096¿ instructions for use as a known foreseeable event; however, hemorrhage is listed as a foreseeable event in the no-fault errors for coronary and endovascular products risk assessment. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. The reported patient effect(s) are a result of the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the left anterior descending (lad) artery. The copilot valve was leaking blood during the procedure. Another copilot completed the procedure. There was a delay in the procedure due to increased blood loss from the access site; however, there was no adverse patient effect and no treatment was performed, therefore, the delay was not significant. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.